Event description:
There was an allegation of questionable ck creatine kinase results for 1 patient sample on a cobas 8000 c702 module. On (B)(6) 2024, the initial ck result was 8238 u/l. The sample was repeated with an increased dilution and the result was 3958 u/l. The sample was repeated again and the result was 10250 u/l. On (B)(6) 2024, the sample was repeated a third time and the result was 8256 u/l.

Manufacturer narrative:
The analyzer serial number is (B)(6) . The customer declined further investigation and did not provide any additional information. No product problem could be identified. The root cause of the event could not be determined.